Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead had migrated out of the epidural space. As such, the patient underwent surgical intervention during which, the physician found the lead to be severed. As such, the lead was explanted and replaced with a new one.

Event description:
Follow-up information revealed effective therapy was restored post-operative.